Event description:
On (B)(6) 2010, therakos received a report of a blood leak alarm. Customer claimed that the bowl broke at the top. Customer stated it occurred during the 3rd cycle. Customer stated that they heard cracking nose at first and saw the bowl broke and blood leak alarm followed. Pt is feeling fine. The estimated blood loss was 300 ml.

Manufacturer narrative:
Batch record review of xts kit lot y710 was performed. This lot met all release requirements. The complaint sample was not returned, therefore, the complaint cannot be verified. (B)(4).